Event description:
During an adrenalectomy procedure, the cipl applier released the clips with crossed legs slightly injuring the tissue (adrenal vein). There were no adverse consequences to the pt. One device returning.